Manufacturer narrative:
Initial MDR with device evaluation. As no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team. A complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product, we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification, as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Material#: 303304, batch#: unknown. It was reported, by the customer. That the needle was used for im injection, for the ventrogluteal site of the patient receiving whinro medication. A leak was noted, on the connecting port. The needle was screwed tight, prior to administration. After the leak, the needle was changed. And no leak was noted, on the new needle level of harm: no apparent harm reached patient/person, inconvenient.